Manufacturer narrative:
Additional analysis has been provided. The likely cause of failure was identified as sticking finger control lever. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Evaluation determined that the device runs unintentionally. The likely cause of failure could not be determined. It was also noted that the device has losing power and there were loose parts including the connecting parts of the motor housing and collet. There is no evidence that any other failures during analysis were found that may have contributed to this event. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a posterior spinal fusion surgery, the drill continues to rotate even the finger was released from the hand switch and it was noted that the switch was sticking when pushed. It was also reported that a delicate part was cut, there was a 30-minute procedure delay, and the procedure was completed using a backup device. On follow-up, it was reported that the delicate part that was cut was near the nerve roots and spinal cord. It was also reported that the delay was due to inspection of device malfunction and replacement. It was also reported that the patient had no further issues post-surgery.